Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bad pain in pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("bad cramping pains in my pelvic area"), arthralgia ("bad cramping pains in right hip") and post procedural haemorrhage ("I am 2 weeks post.I heve been spotting for 5 days now"). The patient was treated with surgery (lavh surgery). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, arthralgia, pelvic pain and post procedural haemorrhage to be related to essure. The reporter commented: she had an appointment scheduled on wednesday. Cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bad pain in pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("bad cramping pains in my pelvic area"), arthralgia ("bad cramping pains in right hip") and post procedural haemorrhage ("I am 2 weeks post.I heve been spotting for 5 days now"). The patient was treated with surgery (lavh surgery). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, arthralgia and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, arthralgia, pelvic pain and post procedural haemorrhage to be related to essure. The reporter commented: she had an appointment scheduled on wednesday. Cross referenced with plaintiff case number: (B)(6), cross referenced with plaintiff case number: (B)(6). Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event pelvic pain was updated from non-serious incident to serious incident, surgery information added. Event was added- I am 2 weeks post. I have been spotting for 5 days now. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.